Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a four channel infusion, the propofol and fentanyl channels alarmed ¿channel disconnect." In addition, channel a was infusing 0.9% sodium chloride 32mcg/ml, norepinephrine 16mg (500 ml bag). Channel b was infusing plasma-lytea, ph7.4, (1000 ml bag), with approximately 800ml remaining, and an empty secondary bag of metronidazole (500mg/100ml) attached to the primary tubing. There was no report of patient harm. The devices and sets were sent to biomed for evaluation and corrosion was observed on the device iui connectors, no other event details are available.